Event description:
(B)(6) introduced the device into the trocar, placed up against the mesh and tried to fire the staples into the mesh. The staples would not penetrate the mesh. Attempted a second time. Opened a second device of the same lot number. The second device worked as designed.